Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.

Event description:
The pt had an isolated arthrodesis of the cune-navicular joint and was treated with the uni cp. Initial surgery was done on (B)(6)2009. During a post operative visit, the doctor noticed that the 4 hole plate was broken. On (B)(6)2009, the pt had a second surgery using 2 large uniclip. The outcome for the pt was good. No product return is expected. Integra has requested additional clinical info.